Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient had dizziness. Noise and oversensing were observed on the right ventricular (rv) lead and atrial lead. Lead revision was anticipated in order to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer number: 2017865-2018-07254.

Event description:
It was reported that the leads were explanted. The patient was stable following the procedure and there were no adverse consequences.